Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :examination of the returned device confirms the complaint; the cutting guide bridge has broken away from the clamp. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the complaint; the cutting guide bridge has broken away from the clamp. It should be noted that all pieces have been returned. The device shows signs of heavy usage and wear as per work instruction (B)(4). A complaints search against the product code on the device was conducted and shows that wear out after prolonged use is a cause for this failure mode. As such the root cause is being attributed to wear out. The complaint does not indicate any patient effect or surgical delay. This is consistent with the findings of the previous complaint investigations. A design review (B)(4) was held by r&d in jan 2016. The review team identified a possible design solution which is being investigated to see if the risk can be reduced without introducing further risks. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per (B)(4).

Event description:
Broken (2+ pieces) : pre or post operatively/step unknown.